Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead was removed and replaced due to dislodgement. The initial lead was implanted through the jugular instead of the subclavian due to the patients weight. The lead became dislodged when the patient lost weight. The patient underwent revision surgery to route the lead through the subclavian but when pulling the lead the coils were pulled and the lead had to be discarded. A new lead was implanted.